Manufacturer narrative:
Investigation summary: laboratory analysis confirmed the reported clinical observations of device performance issues related to inflation and fluid loss. The observed wear damage was determined the most probable cause of the reported events. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ipp was thoroughly analyzed. The momentary squeeze (ms) pump and both cylinders were returned. The ms pump was visually and microscopically inspected, and functionally tested. The pump kink resistant tubing (krt) was fatigue and worn down to the filament. The pump passed all tests performed. The cylinders were visually inspected, microscopically examined, and tested for leaks. It was observed that both cylinders had folds in the component body. Analysis noted a hole in the outer layer of one cylinder, consistent with wear, fluid loss was present; the other cylinder presented no damage. The kink resistant tubing of both cylinders was worn to the filament. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: an evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the device was working for a period of time and then stopped working. An inflatable penile prosthesis (ipp) revision surgery was performed and during the procedure it was found that the device broke near the pump. The tubing was frayed from the pump to the cylinder and the physician believed the reservoir was fine therefore only the cylinders and the pump were replaced. There were no patient complications and the patient is expected to fully recover.